Event description:
It was reported that this was a 2nd attempt at an implant at site tooth site #9. The implant had torqued to 50ncm and was temporized with a screw-retained provisional that was out of occlusion. The patient reported that the implant became loose. The implant was removed due to infection. The buccal plate was greatly compromised and the osteotomy was grafted with puros cancellous bone allograft and copios extend membrane. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.